Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the assistant tried to remove the cadiere forceps instrument and found it difficult to remove the instrument. The customer found the instrument broke between the joint of wrist and shaft. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the port incision was not increased to remove the instrument and cannula together. Additional ports were not placed. The instrument did not catch in tissue. There were no pieces detached or broke off. There was no broken cable visible at the wrist. The instrument is available for return.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the cadiere forceps instrument to perform failure analysis. The instrument was found to have a broken main tube at the distal tip. The complete fastening of the proximal clevis was missing. One piece measuring proximately 4mm x 5mm was not returned with the instrument. Components adjacent to this broken main tube do not show damage. Additional related observation: the instrument was found to have the proximal clevis dislodged. The dislodged proximal clevis was attached to the main tube. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
Refer to h11 for follow-up information.